Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported a loss of audio on the mx40 telemetry device as seen by a "speaker malfunction" error message. No adverse event involving patient or user was reported.

Event description:
The customer reported a loss of audio on the mx40 telemetry device as seen by a "speaker malfunction" error message. The device was not in use on a patient.